Event description:
During a persistent atrial fibrillation procedure, the physician wanted to perform a vein of marshall alcohol ablation, but a drop in blood pressure was observed. Fluoroscopy revealed the coronary sinus had been dissected with the ablation catheter. The physician had been advancing the catheter in the coronary sinus when the dissection happened, no ablation had been performed yet. The patient was stable, so protamine was injected. There were no performance issues with any abbott device.